Event description:
The patient presented with a grade IV perimesencephalitic bleed with subarachnoid hemorrhage and fourth ventricular and posterior fossa cyst bleed. Review of the computed tomography (CT) scan, revealed a partially thrombosed basilar artery trunk aneurysm. An emergent external ventricular drain (evd) was placed on the right side. The patient subsequently underwent a stent assisted coil embolization procedure to treat the aneurysm without any issue. Five days post procedure, the patient became unresponsive and apneic. A head CT scan showed a rebleed. A non-boston scientific stent was placed in the left vertebral artery, but the patient rehemorrhaged intraoperatively. The following day, an evd was placed on the left side as the right-sided evd was not working due to "repeated bleeds and clots". Despite treatment, three days following the stent placement the patient remained unresponsive. Eleven days after the index procedure, the patient's family decided to withdraw care. Two days later, the patient died. Per the death certificate, the cause of death was cardio pulmonary arrest, subarachnoid hemorrhage, and vertebrobasilar aneurysm rupture.

Manufacturer narrative:
Device code: other for no allegation of malfunction or non-conformance contributing to the reported event. The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates cannot be determined.